Event description:
The hospital reported that generator was not working. They had intermittent connection issues with short black cord and the on led is not working. This was not a patient incident and there is no further information on the incident.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. Since this review is an OEM-supplied device, a lot history review is not applicable. (B)(4).